Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw1491 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
The cathether was implanted on (B)(6) 2019. It presents an orifice at 4 cm from the brand 0. After the infusion it produces extravasation. Drugs that have been infused are: myocet and vincristina. It is pending to confirm about possible injuries within the arm subcutaneous tissue around the catheher was implanted.

Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split in the catheter shaft was observed between the 4-5cm depth markings. The catheter split was indicative of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The catheter was implanted on (B)(6) 2019. It presents an orifice at 4 cm from the brand 0. After the infusion it produces extravasation. Drugs that have been infused are: myocet and vincristine. It is pending to confirm about possible injuries within the arm subcutaneous tissue around the catheter was implanted.